Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. The technician did not provide any information of their device evaluation; therefore, the reported condition could not be verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an excessive ultrafiltration event occurred on an ak 96 machine. After three and half hours of hemodialysis therapy, the expected ultrafiltration volume was 2400ml; however, the actual ultrafiltration volume was 2800ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.